Manufacturer narrative:
The device was not returned to maquet cardiac surgery for investigation, therefore no eval could be performed. Internal file number - (B)(4).

Event description:
The hospital reported that during a coronary artery bypass procedure, the heartstring iii seals would not deploy, it was "sticky.' A new kit was used to complete the procedure. There were no pt effects. The product is returning.